Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction, and there was no adverse impact to the customer's blood glucose level. The initial pump reset resolved the malfunction, allowing the customer to continue using the pump, but ultimately, technical support decided to replace the pump, as it was under warranty. The customer was provided with instructions for returning the malfunctioning pump and informed about the steps to follow upon receiving the new pump. The replacement pump was sent with up-to-date software and a return box with a pre-paid label.